Event description:
It was reported that a seam tear occurred. The 14 f isleeve introducer sheath was prepped per the directions for use without issue. On initial insertion of the isleeve and dilator, no significant resistance was noted by the physician. After removal of the dilator, fluoroscopic images revealed that the seam at the tip of the introducer had opened/split. The physicians elected to exchanged the damaged isleeve for another of the same. The 2nd isleeve was prepped per the dfu. The physicians dilated the access vessel on the right side with the isleeve dilator without resistance or issue. The dilator was flushed and inserted into the isleeve and was inserted and advanced into position without issue. Post delivery system removal, the dilator was advanced into the isleeve and the isleeve and dilator was removed from the patient. 2 non-bsc closure devices were used for successful access closure. No injury was noted to the patient.

Event description:
It was reported that a seam tear occurred. The 14 f isleeve introducer sheath was prepped per the directions for use without issue. On initial insertion of the isleeve and dilator, no significant resistance was noted by the physician. After removal of the dilator, fluoroscopic images revealed that the seam at the tip of the introducer had opened/split. The physicians elected to exchanged the damaged isleeve for another of the same. The 2nd isleeve was prepped per the dfu. The physicians dilated the access vessel on the right side with the isleeve dilator without resistance or issue. The dilator was flushed and inserted into the isleeve and was inserted and advanced into position without issue. Post delivery system removal, the dilator was advanced into the isleeve and the isleeve and dilator was removed from the patient. 2 non-bsc closure devices were used for successful access closure. No injury was noted to the patient. The isleeve was received with the dilator in the lumen. Device analysis determined the condition of the returned device was consistent with the reported information. The device was bloody. Based on the potential root causes identified in the fmea; the sheath and tip were microscopically and visually inspected. Inspection revealed tip damage on two seams that were 3 mm and 5 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported insertion difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The reported sheath/tip damage was confirmed. The damage to the device is typical of device use in a procedure. The complaint investigation conclusion code is: adverse event related to procedure.